Manufacturer narrative:
Philips service reinstalled the cover, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the covering on top of the c-arm fell off during a case on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.